Event description:
It was reported that during procedure to treat a lesion in the popliteal artery using complete se stent, the lesion was pre dilated, the device implant successful with no issues noted and post dilated. However, approximately 3 months post procedure, the patient complained of pain in the knee. It was reported that the stent was fractured.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Device not returned for evaluation. Evaluation conclusion: (based on the information available no root cause can be determined). (B)(4).